Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b1, b5, d6b, e1, h6.

Event description:
Healthcare professional reported right side "capsular contracture baker grade IV and a possible rupture". Healthcare professional later reported "exchange from textured to smooth due to the patients concerns about the product". Healthcare professional additionally reported "rupture, capsular contracture and double capsule". Healthcare professional later reported "rupture" diagnosed via MRI. Device has been explanted and not replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.5, d.6b, e.1, h.6.

Event description:
Healthcare professional reported "capsular contracture baker grade IV and a possible rupture". Healthcare professional later reported "exchange from textured to smooth due to the patients concerns about the product". Healthcare professional later reported "rupture, capsular contracture and double capsule". This record is for the right side. Device has been explanted and replaced.

Event description:
Healthcare professional reported "capsular contracture baker grade IV and a possible rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Manufacturer narrative:
The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "capsular contracture baker grade IV and a possible rupture". Healthcare professional later reported "exchange from textured to smooth due to the patients concerns about the product". Healthcare professional later reported "rupture, capsular contracture and double capsule". Healthcare professional later reported "rupture" diagnosed via MRI. Healthcare professional later reported "grade IV capsule contraction", "with acellular eosinophilic material" and "minimal amorphous yellow material". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Healthcare professional reported, "capsular contracture baker grade IV. And a possible rupture". This record is for the right side. Device remains implanted.